Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had been using the intermittent catheters since 1980 and noticed an issue on and off for years. The customer stated that the issue was with the catheter size, it seemed all the intermittent catheters were not the same size, even though the size mentioned in the package was the same. During the usage, the customer found that the tips were obviously different in size, which affected the results. It was also stated that if the tip was smaller the customer was successful and if it was larger or fuller the customer was not.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. A potential root cause for this event could be, "operator error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not required as a review of the label could not have prevented the reported event. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the patient had been using the intermittent catheters since 1980 and noticed an issue on and off for years. Customer stated that the issue was it seemed all the red rubber intermittent catheters were not the same size although it stated it was on the package and how they knew was that the tips were obviously different in size and it affected the results during usage. Stated that if the tip was smaller the customer was successful and if it was larger or fuller the customer was not. Per customer via email on 24aug2022, it was stated that in a package of 15 intermittent catheters, the majority of the catheters were too big. The customer provided two lot numbers (batch# nggn0626 material# 802520; batch# ngep1662 material# 802520). The customer stated that this had been going on for a few years. Per investigator notification on 12oct2022, it was reported that an unopened intermittent catheter sent for sample evaluation was noted to be twisted when returned.